Event description:
Info received indicates the brake did not hold on the bed.

Manufacturer narrative:
The hill-rom technician replaced the brake bushings, cams, bearings and adapter plate to repair the bed.